Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patients pump stopped working and that the patient's doctor had them go to the hospital where they were given another animas pump. The reporter stated that the current pump is no longer in their possession and that he was advised to give the hospital the malfunctioning pump. Customer support has made several attempts to contact the reporter in follow up, however, the reporter reported that they do not have the pump any more in order to complete troubleshooting. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction with 911 protocols being used.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2019 with the following findings: during investigation, there was no damage to battery compartment or battery cap. The battery cap attached securely to pump. The original complaint was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.